Manufacturer narrative:
(B)(4).the sample was not available.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain1. The home patient (hp) stated that he disconnected himself to use the restroom and when he came back and reconnected, the hc started alarming. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear the alarm. The tsr explained that the hp would need to start over with new supplies. The tsr also advised the hp to call the peritoneal dialysis nurse in the next 24 hours and let her know what happened. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up, the hp stated that he had to disconnect and the hc was alarming and it wouldn't clear so he reconnected himself. Baxter advised he should not reconnect during this alarm. The nurse was contacted regarding the event and antibiotics were given. No patient injury was reported.